Event description:
It was reported that a patient underwent a left patello-femoral joint replacement on an unknown date and a topical skin adhesive was used. Immediately postoperative, she developed an eczematous rash over both legs and was treated. Four weeks later she developed itching and erythema at the wound site. This progressed to vesicles and blisters. The topical skin adhesive was removed and she was treated with topical fluticasone propionate 0.005% ointment. The reaction gradually resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.